Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed no irregularities and the device memory noted no resets. Engineering calculations found this device did not last as long as expected. Manual electrical measurements noted normal sensing and pacemaker functions. When the device set elective replacement time (ert), auto threshold testing continued. Normally, when a device sets ert, auto threshold testing should be suspended. The device set elective replacement time after being explanted. While premature battery depletion could not be confirmed, it was confirmed that there was diagnostics or data failure involving this device, as the declared ert date was invalid. The cause of the corrupt ert date is unknown.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.